Manufacturer narrative:
Qn#(B)(4). A conclusion code could not be chosen. The complaint was confirmed, but the root cause is unknown. One picture of the unit of catalog 1041 (mask,medium conc,elong,adult) , was received for analysis. It was visually inspected and it can be observed that the tubing is disconnected from the mask. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. However, current inventory samples of catalog number 1041 mask,medium conc, elong, adult batch number 74k1501144 were tested and no issues were found than can lead to the condition reported by the customer. The customer complaint was confirmed based on the visual inspection of the received picture, because it was detected that the tubing was disconnected from the mask. However, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the tubing detaches from the connector on the mask. No patient injury reported.